Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the customer¿s blood glucose level was 50-250 mg/dl; cause of low bg was not known. Customer declined troubleshooting with tandem technical support.